Event description:
It was reported that following manufacturers recommended cleaning and sterilization procedures, an internal scope examination of multiple stryker shavers revealed human tissue debris within the body section of the devices. Allegedly, the original intended procedure was a left knee arthroscopy; left acl reconstruction.

Manufacturer narrative:
Additional information will be provided once investigation is completed.